Manufacturer narrative:
On (B)(6) 2021 the complaint handling technician of infutronix confirmed with the user facility that the affected device was discarded and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021 a complaint handling technician of infutronix reported an issue on behalf of an end user: "an administration set model hs-008-b lot 2007003 set came apart at the back check valve.this has happened on three sperate occasions, dating back to last week." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. On (B)(6) 2021 the complaint handling technician of infutronix reported additional information from the end user: "these sets got stuck on a door handle and they broke apart, and they were discarded and will not be returned." The contract manufacturer of the affected device is (B)(4) medical co. Ltd.